Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that implant site 6 had bone loss and loss of integration due to fractured healing abutment. No patient impact, no medical history reported, and site was not grafted.

Event description:
During customer follow-up, it was reported that confirmed the healing abutment did fracture and reported that they had to remove the implant as it was no longer integrated and had bone loss implant was not removed due to healing abutment. Customer also stated the fracture was found during loss of integration removal and could have happened prior to or during the removal.

Manufacturer narrative:
One imp, tsv,4.1,10, mtx, mg (tsvt4b10) and unknown zimmer healing abutment were returned for investigation. Visual inspection of the as returned products identified fracture of the abutment screw inside the implant. Additionally, there was bone residue around the external threads due to usage. Regarding the reported bone loss, similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported implant had been placed on tooth #6 (universal) for approximately 6 months. X-ray & picture evaluation: x-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1250064). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the unknown healing abutment since the lot number was unknown. Complaint history review was performed for the reported lot number (1250064) for similar events and no other complaint was identified. Complaint history could not be reviewed for the unknown abutment since the lot/item number was unknown. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur (abutment screw fragment identified inside implant) and the reported fracture was confirmed. However, bone loss could not be verified as the exact details of event were unknown/unverifiable. The following sections have been updated: h10: d10 - medical product - unknown zimmer healing abutment. Catalog #/ lot # not reported. D10, therapy date: (B)(6) 2022.